Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. Scratched lcd window, cracked lcd display window corners and missing end cap sticker noted during visual inspection.

Event description:
It was reported that the insulin pump is not working. Caller stated that customer is trying to prime and the insulin pump alarms. The blood glucose reading is over 500 mg/dl. Insulin is squirting out during the manual prime process. Customer treated with manual injection. Drive support cap is protruded. Advised the caller that the insulin pump will be replaced. Nothing further reported.